Event description:
It was reported that the patient's heart rate was in the twenty beats per minute range though the cardiac resynchronization therapy defibrillator (crt-d) was programmed to pace at a lower rate of seventy beats per minute. Aside from the bradycardia, the patient had also experienced dizziness and syncope. It was also reported that the right atrial (ra) lead exhibited a sudden decline in p-wave measurements and high pacing thresholds. It was also reported that the right ventricular (rv) lead exhibited a sudden increase in pacing impedance and low r-waves. It was also reported that the left ventricular (lv) lead exhibited a sudden decline in pacing impedance and possible high pacing thresholds. The rv and ra leads were explanted and replaced. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.